Event description:
It was reported to covidien in 2009, that a customer had an issue with a heparin pre-fill syringe. Customer reports she has been experiencing symptoms following use of our heparin pre-fill syringe. Customer reports swelling in the throat, swelling and pain in the abdomen, numbness in all extremities, excessive sweating, chest pain, burning sensation through gi track, swelling in the mouth, and neurological problems.

Manufacturer narrative:
Submit date: 03/30/2009. An investigation is currently underway. Upon completion, the results will be forwarded.